Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the manufacturer representative (rep). It was reported, that the cause was not known for 100%. Patient did state, that they had a fall. The fall was a long time ago. And couldn¿t say if the therapy worked well before the fall or not. X-rays were taken to prove that the leads were still in the correct location and connected to the battery. All imaging looked good. The rep reprogrammed the patient on the 8-15 lead to see what they could get for pain relief. At the moment, they are hoping it¿s resolved, but they will find out if the reprogramming on the 8-15 leads are not helping. If the reprogramming does not help. A lead revision surgery may take place.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on (B)(6) 2023 who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt was getting the settings not available cannot provide desired intensity message and the issue began a couple months ago or about 2 or 3 months ago. Pt confirmed they couldn't adjust their stimulation. The patient was redirected to their healthcare provider to further address the issue. The manufacturer's patient services specialist (pss) advised pt to contact their hcp/representative to be seen for readjustment/reprogramming. No symptoms were initially reported. Additional information was received from the patient via a manufacturing representative (rep) on (B)(6) 2023. The rep reported that they met with the pt today in office as the pt "was having pain" and wanted better coverage. Caller re-stated that the pt was seeing the "settings not available" message on their programmer. Caller stated all programming was on one lead. Caller stated she interrogated the ins and found that the battery connection on 0-7 were all red. Caller also discovered from an impedance check that contacts 0 and 5 were green but 1, 2, 3, 4, 6, and 7 were all red. Rep reprogrammed the therapy to the other lead today in the hopes that the pt could get more relief. Caller noted an x-ray was done and showed that the scs was still intact, a complete system. Pt was also needing an MRI and caller inquired if pt was still eligible for MRI.

Event description:
Additional information was received from the manufacturing representative (rep). They have not received a call from the patient so as far as they knew, the therapy was working well enough for the patient and they had not received any notification from the clinic about additional surgery at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.